Event description:
In 2004, the patient contacted lifescan alleging that her one touch ultra meter would not power on. She last tested with the reported meter two days earlier; she didn't remember the result obtained. She did not experience symptoms of high or low blood glucose level at time of concern and took no action to affect her blood glucose level after attempted use of the meter. She contacted her physician and was advised to get a new meter. The customer care representative (ccr) walked the patient through attempting to test with her meter; the error 1 prompt displayed indicating a problem with the meter. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on the unresolved error 1 issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, it either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.